Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope was observed to be blown out and had metal showing. The issue was observed during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Following field was update: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. The root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes of the alleged failure scope was returned from sterile processing with a note: blown out. The metal is showing due to a-rubber torn/removed. The most probable cause of this complaint is traced to cause traced to component failure with expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to the previously submitted h11 field investigation summary. The incorrect verbiage was removed from the investigation summary. The device was returned to olympus for inspection, and the reported failure was confirmed. The root cause could not be identified. Based on the results of the investigation suggested that the probable causes of the reported failure were that the scope was returned with torn/removed bending section rubber with metal showing. The most probable cause of this complaint is traced to cause traced to component failure with expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.